Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that one of the supports was outside of the tissue bag. However, engineering was unable to confirm that one support was longer than the other as both supports were conforming. Engineering also observed that the tissue bag was intact with no holes or puncture marks. Based on the condition of the event unit and the description of the event, the reported event occurred because the support was not inserted into the cuff of the tissue bag during the manufacturing process. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: lap chole. Detailed description of event: limited information available at the time of the report. The tip of the bag broke. One side of the prongs is longer than the other. On one side the prongs appear to be inside the bag and on the other side they are outside the bag. The bag did not fragment or break. It is unknown at what point this occurred. It is unknown if there were contents within the bag at the time. The device will be returned. Photos provided. Additional information received via email on 10oct2019 from [name] materials management specialist: the procedure was performed: (B)(6) 2019. The broke tip/prong was retrieved. The bag fully came off the supports/prongs. The tip/prong broke during bag manipulation to unroll or widen the opening. The contents were no within the bag when the tip/prong broke. Force was not applied to the distal end of the top of the bag between where the supports /prongs were. Prior to inserting the device into a trocar, the user did pull back on the handle prior to pushing the handle forward to deploy. N/a if the plunger/actuator pressed forward towards the handles, then retracted, and then re-advanced (partially deployed, retracted, and then redeployed). There was not an attempt to unroll the bag. N/a if during the use of the inzii, any other instruments used. After the bag was fully deployed, neither the bag or the bead interacted with the tip of the trocar. Additional information received via email on 10oct2019 from [name] materials management specialist: procedure - lap chole. Patient status: no patient injury. Type of intervention: used a new bag to complete surgery.

Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the event.

Event description:
Name of procedure being performed: lap chole. Detailed description of event: limited information available at the time of the report. The tip of the bag broke. One side of the prongs is longer than the other. On one side the prongs appear to be inside the bag and on the other side they are outside the bag. The bag did not fragment or break. It is unknown at what point this occurred. It is unknown if there were contents within the bag at the time. The device will be returned. Photos provided. Additional information received via email on 10oct2019 from [name] materials management specialist: the procedure was performed: (B)(6) 2019. The broke tip/prong was retrieved. The bag fully came off the supports/prongs. The tip/prong broke during bag manipulation to unroll or widen the opening. The contents were no within the bag when the tip/prong broke. Force was not applied to the distal end of the top of the bag between where the supports /prongs were. Prior to inserting the device into a trocar, the user did pull back on the handle prior to pushing the handle forward to deploy. N/a if the plunger/actuator pressed forward towards the handles, then retracted, and then re-advanced (partially deployed, retracted, and then redeployed). There was not an attempt to unroll the bag. N/a if during the use of the inzii, any other instruments used. After the bag was fully deployed, neither the bag or the bead interacted with the tip of the trocar. Additional information received via email on 10oct2019 from [name] materials management specialist: procedure - lap chole. Patient status: no patient injury. Type of intervention: used a new bag to complete surgery.